Event description:
It was reported that the customer was hospitalized with kidney problems. Customer's wife needed assistance programming the insulin pump so that it would not beep until customer was ready to use the insulin pump again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.